Event description:
It was reported that the right atrial (ra) lead was dislodged within approximately two months post implant. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was also noted that the proximal conductor had blood (not obstructed), the distal end low voltage electrode had blood and body tissue/fibrotic growth, the outer insulation was breached/cut and had a cosmetic depression, the inner insulation was distorted pulled/stretched/overstressed and the lead appeared to have explant damage. The analyst commented that the lead was returned with the helix partly extended, blood and tissue on it. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract, along with the inner insulation being stretched.